Event description:
Resident transferred to hosp due to "breathing difficulty, respirations 40/min labored, bp 160/90, pulse 50/min." Admitted with a diagnosis of 2nd-3rd degree heart block: pacemaker failure to capture. The pacemaker was inserted on 9/15/96. Pt and family request no further intervention secondary to pt's poor quality of life. The info about the brand and type of pacemaker was obtained from the discharge summary. Evaluation of the pt and the pacemaker was completed at hosp on 9/28/96.